Event description:
Complainant alleged that while attempting to defibrillate a patient in cardiac arrest, the device failed to discharge on the first two shocks. Complainant indicated that the clinician obtained another device to continue treating the patient and successfully shocked the patient three times. Complainant indicated that the patient subsequently expired, however, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.